Manufacturer narrative:
This product has been returned and is undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this right atrial (ra) lead could not be removed from the header of a competitor device during a routine pacemaker replacement. The physician elected to cut the ra lead and surgically abandon the remainder. Upon examining the header of the device the atrial setscrew was loosened and traction applied to the remainder of the lead resulting in its fracture and unraveling of the coil. Subsequently a new system was implanted without further issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin of the lead was separated from the terminal ring. This damage is consistent with an inadequate bond between the medical adhesive on the insulation and the terminal ring. Additionally, blood and body fluid was noted in the device port and on the terminal segment of the lead after removal from the header which may have contributed to the higher than expected forces needed to remove the terminal pin from the device that in turn resulted in damage to the lead.